Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer (fse) was performing preventative maintenance (pm) and reported the unit displays transducer fault alarms. The fse replaced the suspect main printed circuit board assembly and completed the pm of the unit. The suspect component was issued a return goods authorization for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The company representative performed troubleshooting, but the issue was not resolved. The company representative reported the exhalation flow transducer fails calibration testing. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.